Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that patient faced an infusion set tubing detachment event on (B)(6) 2025. The insertion site was abdomen. The infusion set was in use for three days. No further information available.